Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 0078908. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Although photos were submitted for evaluation, a sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.see h.10.

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system blood leaked from the hub. This occurred on 6 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from chinese to english: after the nurse successfully performed the puncture and withdrew the needle, she found that blood was leaked from the needle hub and immediately removed the indwelling needle.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported while using bd pegasus¿ safety closed IV catheter system blood leaked from the hub. This occurred on 6 separate occasions, however, the patient impact was not reported. The following information was provided by the initial reporter, translated from (B)(4) to english: after the nurse successfully performed the puncture and withdrew the needle, she found that blood was leaked from the needle hub and immediately removed the indwelling needle.